Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station grayed out due to hardware issues. The device's all in one computer and solid-state drive were replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen dims and locks up during procedures. The customer added that the issue is temporarily resolved by rebooting the device. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis anesthesia station es system touchscreen darkened and locked up during procedure. The system had to be restarted to recover temporarily. The malfunction caused a delay of 3 minutes in the patient workflow. Customer reported that this issue had been occurring frequently, impacting patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the product breaks during operation. To aid in the investigation, two hundred twenty-five samples in sealed packaging blisters were received for evaluation by our quality team. Eighty samples were randomly selected for investigation. A visual inspection was performed with 30x magnification. No defects, imperfections or damages were observed. A device history record review was completed for provided material number 305127, lot 4081101. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.